Manufacturer narrative:
The second patient was born (B)(6) 1940, is (B)(6) and is a female. The customer did not supply patients' weights. There is no evidence that the access accutni+3 reagent was returned for evaluation. (B)(6). In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) result for two (2) patients involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). For patient 1, the initial access accutni+3 result recovered above the assay's normal reference range. The customer reanalyzed the patient's sample four (4) additional times on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results within the assay's normal reference range. The customer analyzed the patient sample on an alternate device, the istat manufactured by abbott, which produced a negative result. For patient 2, the initial access accutni+3 result recovered above the assay's normal reference range. The customer reanalyzed the patient's sample two (2) additional times on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results within the assay's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. Calibrations, quality controls (qc) and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a rapid serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes between 15 and 25 degrees celsius. No issues with sample integrity were reported by the customer. A field service engineer (fse) was dispatched to address instrument performances and ran successful system check, hs system check and carry over test. A twelve (12) replicates of access accutni+3 qc level 3 was run on a new reagent pack and twenty (20) replicates of wash buffer as access accutni+3 were also run. Both precision tests passed within specifications. Fse checked alignments, found they were good, ran a new access accutni+3 calibration and qc which all passed within good specifications.